Manufacturer narrative:
(B)(4). Date sent: 5/14/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are videos or pictures available from the procedure? Is a rep able to go to the facility to take pictures of the device and reload? Which half of the staples were not formed properly? Which color cartridge was being used? Was buttress used? If so, what brand of buttress was used? Which number firing of the procedure did the alleged event occur? Was this firing a crossing fire or continuing a prior staple line? Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a conversion of sleeve to roux-en-y procedure that when the stapler went to fire the firing sequence was completed but half of the staples were not formed properly leaving that portion of the stomach open. A second reload was opened and used with the existing stapler to re-fire across that portion of the stomach then used complete the procedure. There were no adverse consequences for the patient.